Event description:
It was reported that during a subclavian venous anastomosis restenosis interventional procedure, stent damage was reported. The iliac unistep plus 8x47mm wallstent was implanted in the subclavian vein in treatment of a thrombosed right upper arm dialysis graft. The patient had recurrent graft malfunction, and so during a routine check of the graft 42 days later, it was noted that the stent was unraveled at both ends. The physician advanced an unspecified balloon to the graft and observed the distal end of the previously implanted stent was unravelling. The stent was expanded with the balloon. No further patient injuries or complications were reported. The patient status is reported as "fine."

Manufacturer narrative:
It is indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.